Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged connector is confirmed but the exact cause remains unknown. One photo sample of a groshong nxt connector assembly was provided for evaluation. The distal end of the two-piece connector is shown to be partially assembled. The groshong catheter is passed through the distal end; however, the distal connector is not attached to the proximal connector. The proximal connector is shown with the metal cannula within the catheter. One of the locking barbs is shown to be broken near the hinge location. The conditions and factors during handling and assembly are unknown and may have been contributing factors. Since the connector locking barb was observed to be fractured, the complaint is confirmed but the exact cause could not be determined from the photos provided. A lot history review (lhr) of recr2463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with rectal malignant tumor from the left basilic vein under ultrasound guidance using seldinger technqiues on (B)(6) 2020. The placement procedure went smoothly, but latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.

Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with rectal malignant tumor from the left basilic vein under ultrasound guidance using seldinger technqiues on (B)(6)2020 . The placement procedure went smoothly, but latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken latch is confirmed; however, the exact cause is unknown. One two-piece nxt connector was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample, and the connector was observed to be returned unassembled. One of the locking arms of the proximal connector piece was observed to be completely broken off at its base and was not returned with the rest of the sample. A microscopic observation revealed the fracture surfaces of the locking arm were angular, but mostly flat with a rough surface texture. No additional damage was observed on either connector piece. The exact cause of the break in the nxt connector is unknown; however, possible causes of the observed break include exposure to incompatible chemicals and environmental factors such as exposure to excessive heat and/or ultraviolet light. A lot history review (lhr) of recr2463 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse placed a 7655405 catheter in patient with rectal malignant tumor from the left basilic vein under ultrasound guidance using seldinger techniques on (B)(6) 2020. The placement procedure went smoothly, but latch was ruptured when attaching the fitting. Opened another kit of catheter and used the fitting inside instead.